Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a patient experienced a corneal burn during a cataract surgical procedure. The system was exchanged to complete the surgery. The surgeon used sutures to close the wound.